Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with rotation. The lens remains implanted. Problem is not resolved. The doctor is requesting a change in lens size. Cause of the event was reported as other.

Manufacturer narrative:
B5 a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with rotation. A lens repositioning was attempted; however this did not resolve the issue. The lens was later removed and replaced with an unknown model 13.2mm, however it was unclear whether this was performed within the same procedure. The issue was reported to be resolved "with success". (B)(4).